Event description:
It was reported that this pacemaker device exhibited premature battery depletion. A device interrogation was performed approximately six (6) months ago and it was indicated then that there was approximately one (1) year of battery capacity remaining. However, the current device interrogation indicated that there is now less than three (3) months of battery capacity remaining. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to consider submitting device data to boston scientific engineering for analysis. The rep indicated they will see the patient again in one (1) month instead. The device remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned pacemaker device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
This supplemental report is being filed based on explant and replacement of the device and completion of device analysis.